Event description:
The customer reported a complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) involved in the reported complaint will not be returned to zoll for evaluation because the customer resolved the reported problem by replacing the display battery. The customer tested the system for a few hours and returned it for clinical use. Therefore, no further service was required to be performed by zoll.